Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 6/18/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: it was reported that: "all of the individual sutures are packaged with alcohol, except this is a silk." Please provide additional detail about this issue. Was the suture received dry? No, the suture was in a pack covered in alcohol, like a gut suture would be. Were there any issues with the seal of the sterile packaging? No, looks like usual from the outside. Are there any tears/holes in the sterile packaging? No. Were there any patient consequences? No. Product wasn¿t used. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Shipped last week please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). (B)(6). H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one box containing twenty-six unopened samples of product code n271h was received for analysis. Upon initial inspection of the returned sample, no apparent damage was observed in the unopened packets. Upon opening the packets, internal tubing fluid was identified, leading to contamination with foreign matter. This finding is considered abnormal, as tubing fluid is not expected to be present within the product. Based on the information currently available, foreign matter was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by the account contact to the sales rep that all of the individual sutures are packaged with alcohol, except this is a silk. Devices are available for return. There were no patient consequences reported. Additional information was requested.